Event description:
On (B)(6) 2013, the pt was implanted with two conformable gore tag (ctag) devices to treat an aortic dissection extending from the descending thoracic aorta, down to and including the celiac and superior mesenteric arteries, and into the common iliac arteries. The dissection also included a thoracic aneurysm component. It was reported the pt was admitted to the ER at noon on (B)(6) 2013, presenting with chest and back pain. He is a known alcoholic and was inebriated upon arrival. The physician chose to operate later that evening; he debranched and restored blood flow to the celiac and superior mesenteric arteries. He then implanted a ctag device just proximal of the renal arteries and extended a second ctag device proximal of that device up to the descending thoracic aorta. The pt tolerated the procedure. Reportedly, two hrs post op, the pt lost blood pressure and the physician thought the aneurysm had ruptured; the rupture was not confirmed. The physician reintervened and explanted the ctag devices and was attempting to repair the aneurysm surgically, the pt went into cardiac arrest. The pt expired on (B)(6) 2013; the physician is not attributing the cause of death to the gore devices. The cause of death is cardiac arrest and exsanguination.

Manufacturer narrative:
The review of the mfg paperwork verified that these lots met all pre-release specifications. Additional devices implanted and/or related to this event: (B)(4).